Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Reportedly, the alarm did not clear upon landing. The customer¿s blood glucose level was 124 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.